Event description:
It was reported that the user was unable to pair a new continuous glucose sensor because they attempted to scan a freestyle libre 3 (fsl3) rather than the required freestyle libre 3 plus (fsl3+) for use with the ilet system, which resulted in a pairing failure that was resolved after education on compatible sensors. Symptoms included no reported clinical effects or alarms. Outcomes included no impact on health and no need for medical intervention. Investigation included customer support review and troubleshooting with user education regarding device compatibility. Investigation of this case revealed that the device was functioning as designed and that the issue resulted from use of an incompatible sensor rather than a device malfunction. It was concluded, based on established findings for similar reports, that the cause was user error related to use of an incompatible accessory.